Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular perforation. Pericardiocentesis was initially carried out but was stopped quickly due to small amount of pericardial effusion and bleeding. It was also reported that the patient experienced pleural effusion. It was also reported that the right ventricular (rv) lead exhibited pacing failure due to rise in thresholds, change in impedance. It was also reported that the rv lead dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.